Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Our field service engineer confirmed that the ventilator failed the reported pre-use check tests. He replaced the expiratory side pressure transducer printed circuit board (pcb) and returned it for investigation. The o2 cell was also found defective and was replaced, but not returned. The device was cleared for clinical use. The evaluation of received device logs confirmed the reported pressure transducer test failure on the reported date of event. Electrical measurements of the pressure transducer were outside allowed limits. The returned pressure transducer was installed in the reference ventilator. The reported failure was confirmed. A failure of the inspiratory or expiratory pressure transducer may lead to high airway pressure and generation of alarms for peep high or peep low. A malfunctioning pressure sensor may generate false alarms or no alarms when alarms should have been raised. Exact peep measurements and control depend on calibration values calculated during a pre-use check and it is recommended to always conduct a check immediately prior to ventilation. The conclusion in this matter is that reported pre-use test failure could be confirmed and that the returned pressure transducer was found defective. The root cause has not been determined.

Event description:
Manufacturer ref.#: 318960.